Event description:
It was reported that the patient presented for a generator change procedure. Prior-to procedure, it was noted that the right ventricle (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.